Event description:
During routine testing of the device at the service center, the project specialist reported that the cable generated more heat than the control dark blue cable. The dark cable generated more heat at motor connection than other cables. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.